Event description:
It was reported that during a cryo-ablation procedure using a polarsheath irrigation of the sheath stopped due to the pump detecting an occlusion. They checked the irrigation lines and pump and found no obstructions, so the sheath was exchanged. They then completed the procedure with no patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo-ablation procedure using a polarsheath steerable sheath, irrigation of the sheath stopped due to the pump detecting an occlusion. They checked the irrigation lines and pump and found no obstructions, so the sheath was exchanged. They then completed the procedure with no patient complications. The sheath has been received by boston scientific's post market laboratory for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. Next, they measured the diameter of the distal tip of the sheath, which was found to be within specifications. Then, they functionally tested the sheath by replicating irrigation with a known good catheter in place. They observed the sheath with the catheter placed at a variety of positions within the sheath, and at no point was the sheath's irrigation found to be outside of specifications. Irrigation functioned properly in all configurations. Based on all the available information the investigation concluded that no problem could be detected with the returned device. The reported failure was not reproduced during analysis and the device presented with no deficiencies that could have caused or contributed to the event in the allegation.